Event description:
I have an airsense 11. Just had a plastic burning smell happen to me overnight and I had tears coming out of my eyes when I woke up from sleeping because it was so bad. The next morning I stood up out of bed and fell over to the ground because I was so disoriented. I've never had that happen to me in my life. I've had the disorientation for 2 days now as I write this. Scary "profanity." I took my machine in and they are sending it off to get looked at. Not sure I trust the technology after that experience. Hoping this disorientation wears off soon. Mine also had plenty of water in the tank when this happened. I am having trouble thinking and operating normally after this happened.